Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided). Customer's bg at the time of the report was 98 mg/dl. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check.